Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-10388. It was reported the patient experienced right leg discomfort from the trial system. It was stated the patient was implanted with a scs trial lead at t8-t9 and a drg trial lead at s1. The patient's drg trial was not turned on. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 wherein both leads were removed. Reportedly, the patient is feeling better post-operative.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2018-10388. The patient underwent surgical intervention on (B)(6) 2018.